Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot# va1ehtc, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1ehtc, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3708640, serial/lot #:(B)(4) , ubd: 20-jan-2021, UDI#:(B)(4) ; product ID: 3708640, serial/lot #: (B)(4), ubd: 20-jan-2021, UDI#:(B)(4) ; product ID: 3387s-40, serial/lot #:(B)(4) , ubd: 11-oct-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the dbs system became infected. The cause of the infection is unknown. Interventions/actions taken included the dbs system being removed and the surgeon informed them that he will re-implant a new dbs system at a later date. The issue is reported to be resolved. The devices were discarded and will not be returned. No further complications were reported or anticipated with this event.